Event description:
Reportedly, in cooperation with (B)(6) I am sending in files video on the sensitivity of our cpr4 head during interrogation on the catheterization lab in (B)(6). Interrogation works but reprogramming the device does not. This is experienced as very annoying by teh technicians in this hopsital. Our cpr4 is the only head compared to other brands that they implant that is so sensitive in the lab and or the machines that are active around pacemaker implants.

Manufacturer narrative:
This complaint was received as part of the product survey in 2025. Based on the attached video, the interrogation was performed in the operating room. As observed, the led on the head is illuminated, indicating that the head is properly placed on the device and is functional. However, it was difficult to perform the interrogation, and error messages appeared during the process. The reported issue is most probably related to excessive electromagnetic interference in the operating room during the interrogation, such as from nearby screens, laptop chargers, electrophysiology magnetic sensors, or other telemetry heads. This interference may have disrupted communication and prevented successful interrogation of the implantable device. It is therefore recommended to minimize exposure to electromagnetic noise near the telemetry head during device interrogation whenever possible. This case has been recorded for trending purposes.